Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient programmer had given the patient a false reading which indicated their ins still had battery life. The ins then completely stopped and they needed to go to the emergency room once it did. Furthermore, they were unable to power up their patient programmer. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The programmer was returned. Analysis of the programmer (B)(4). Found that the back case was corroded and the digital board lost its software. The telemetry boards seemed okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated from adverse event product problem to just product problem. Initial designation was done in error. The outcome attributed to adverse event of "hospitalization" was initially marked in error. This field should remain blank. If information is provided in the future, a supplemental report will be issued.